Event description:
This is a report from (B)(6) of precipitation noted in the dialysate and deplacement lines when using 3 bags of accusol during hemodialysis therapy. Potassium chloride (kcl) 15mmol was present in the bags at the time.

Manufacturer narrative:
(B)(4). Sample not returned. Should additional information become available, a follow-up report will be submitted. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.